Event description:
The customer contact reported, the pt received more medication than intended. On (B)(6)2010 at 2015, channel 2 of the device was programmed to deliver methotrexate 2.192mg/ml at a rate of 45.5ml/hr with a vtbi (volume to be infused) of 1000ml for an expected duration of 22 hours and the delivery was started. On (B)(6)2010 at 1545, the device alarmed with an unspecified alarm for "air." At this time, the nurse noted that the methotrexate container was empty and that the device displayed a volume infused of 936ml. The physician was notified. A serum methotrexate level was ordered with results reported as 17.26mg/m2. At 1653, the pt was treated with 50mg of leucovorin, ivp (intravenous push). At 2235, a second serum methotrexate level was drawn with results reported as 1.72mg/m2. The customer contact stated, "the pt suffered no ill effects we are aware of." The device was removed from clinical service. During testing at the user facility, the device delivered more than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).